Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with constant motor error alarms during the rewind due to an out of phase motor encoder signal. Unable to test for other alarms or perform the displacement test due to the motor error alarms. The pump responded properly to button presses. No damage was noted on the keypad traces. One of the connectors on the lcd board was locked. No cosmetic damage was noted.

Event description:
Customer reported the insulin pump alarmed motor error while rewinding. Customer's blood glucose was 91 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.